Event description:
The customer reported that when attempting the shift/system check on the heartstart the display would flicker, but "the test comes up". There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.